Event description:
The customer reported panorama central station had lost communication on all channels, which may have resulted in loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system and verified the problem. Corrections included clearing of the system's error logs and replacements of the panorama wireless transceiver (tim) and radio transceiver board. The system was tested to factory's specs. It functioned normally and was returned to use.